Event description:
It was reported that three days after implant the right ventricular (rv) lead dislodged. During revision, the rv lead was re-inserted into the implantable pulse generator (ipg) rv port and was found to not pace. The rv lead was pacing perfectly when placed in the right atrial (ra) lead port of the ipg. The physician concluded that the rv port on the ipg was not working and replaced the ipg. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.